Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of allergy to metals ("nickel allergy / allergy to nickel was positive") and pelvic pain ("chronic pain") in a 51 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. The patient had a medical history of diabetes (insipidus diabetes treated with minirin) and pituitary adenoma. Previously administered products included: minirin [desmopressin acetate]. As concurrent condition the report mentioned nickel sensitivity. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2012 she experienced abdominal pain ("diffuse abdominal pain"). In 2012 she experienced abdominal pain lower ("pain in left iliac fossa"). Essure (ess205) was removed on (B)(6) 2017. An unknown time later she experienced allergy to metals (seriousness criteria medically important and intervention required) and pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with ofloxacin as well as surgery (total hysterectomy with bilateral salpingectomy by vaginal route on (B)(6) 2017 for essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals and pelvic pain to be related to essure (ess205) administration. The reporter commented: essure insertion was performed by hysteroscopy, with no particular difficulty. Indication for hysterectomy was due to allergy with nickel causing chronic pain. Diagnostic results (normal ranges are provided in parenthesis if available): [skin test] (date unknown): positive for nickel allergy [ultrasound pelvis] on (B)(6) 2007: no anamaly. [Urine analysis] on (B)(6) 2016: leukocytes. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 06-sep-2023: event abdominal pain lower & abdominal pain added. Medical history, historical drugs & concomitant drugs added. Further company follow-up with the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy / allergy to nickel was positive") and pelvic pain ("chronic pain") in a 51-year-old female patient who had essure (ess205) inserted. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy by vaginal route on (B)(6) 2017 for essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the allergy to metals and pelvic pain outcome was unknown. The reporter considered allergy to metals and pelvic pain to be related to essure (ess205). The reporter commented: essure insertion was performed by hysteroscopy, with no particular difficulty. Indication for hysterectomy was due to allergy with nickel causing chronic pain. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: positive for nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 16-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy / allergy to nickel was positive") and pelvic pain ("chronic pain") in a 51-year-old female patient who had essure (ess205) inserted. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy by vaginal route on (B)(6) 2017 for essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the allergy to metals and pelvic pain outcome was unknown. The reporter considered allergy to metals and pelvic pain to be related to essure (ess205). The reporter commented: essure insertion was performed by hysteroscopy, with no particular difficulty. Indication for hysterectomy was due to allergy with nickel causing chronic pain. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: positive for nickel allergy. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: reporter's information was updated and the event "chronic pain" was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in a (B)(6) female patient who had essure (ess205) inserted. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: positive for nickel allergy. Further company follow-up with the lawyer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.